Event description:
Surgeon encountered two defective devices during procedure. First stapler used on patient would not fire (unknown device info). It was removed from the field and replaced with a new stapler (#2) and cartridge. The surgeon found 4 to 6 malformed staples on the second and third row near the blade. The surgeon sutured over the malformed staple line to reinforce and ensure that the area would not leak.